Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the fuses on the imaging system were suspect and that they were replaced with inventory on hand. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the line power was not present for the viewing station of the imaging system and the imaging system. No additional information was provided. There was no patient present when this issue was identified.